Event description:
It was reported that the device was explanted due to unknown reasons. Date of explant and implant duration are unknown. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.